Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed test failure at 10:01 a.m. The insulin pump kept resetting itself. The insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was noted in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing; unable to verify a44 alarm due to motor error alarms. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.